Manufacturer narrative:
Concomitant medical products: product ID 3708120, serial# (B)(4), implanted: 2008-(B)(6), product type extension, product ID 3708120, serial# (B)(4), implanted: 2008-(B)(6), product type extension, product ID 39565-30, serial# (B)(4), implanted: 2008-(B)(6), product type lead, product ID 37752, serial# (B)(4), implanted: 2008-(B)(6), product type recharger, product ID 37743, serial# (B)(4), implanted: 2008-(B)(6), product type programmer, patient. (B)(4).

Event description:
Mrs. (B)(6) called me today, after calling dr (B)(6) office with concern about her stimulator. She is not sure if it needs to be reprogrammed, or if something is wrong with her ipg! As it "does not seem to be working". She asked to meet me or (B)(6) asap, and (B)(6) will see her this thursday at dr (B)(6) office for (B)(6) to check the status of her ipg. She will be seen at 2:00. Pain in the low back was reported as a symptom. Patient¿s status at time of report was alive, no injury/adverse event. An overdischarge due to patient non-compliance was reported. First overdischarge. Pt had not charged battery in approximately 2-3 months. Trickle charge performed twice but pt lives out of town and could not remain in the office so she called me to perform the second countdown charge from her home. She was then able to recharge and I am meeting with her today. Less than 50% therapy relief was reported as a symptom. Patient¿s status was alive with no injury/no adverse event. No additional information additional information reported that the patient had to have manufacture representative ¿restart ins a 1 or 2 times.¿ patient had problems with the ins therapy not working as well as it used to. Additional information received reported the patient had another surgery performed, and the system was explanted at that time. It was unknown what the cause of the surgery was, the rep had not been informed of reason.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that surgical explant occurred and the devices would be returned to medtronic for analysis. It was noted that everything else about the event was unknown.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the device was not replaced and was returned for analysis. It was reported the patient was explanted on (B)(6) 2014 and the manufacturer representative was given the product on (B)(6) 2014. It was noted the patient was unable to recharge after not having recharged for 2-3 months. It was logged that this was not normal battery depletion, there was <(><<)>50% therapy relief and it was unknown why it was removed during surgery. It was reported the device was being returned for disposal only and the patient recovered without sequela. It was noted there was no patient injury. It was reported a trickle charge was performed, and the patient was able to recharge successfully. It was reported the manufacturer representative met her for reprogramming and was unable to provide adequate coverage. It was noted the device was removed during back surgery by the doctor on (B)(6) 2014. It was logged the paddle lead was not in the bag and the manufacturer representative was uncertain if it remained in the patient.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) found no significant anomaly. It was reported that the stimulation ins had reduced battery capacity due to overdischarge.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.¿

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.